Manufacturer narrative:
(B)(4). Citation: the journal of urology. 2017; 197(4s). Doi: https://doi.org/10.1016/j.juro.2017.02.768. (B)(4).

Event description:
It was reported via journal article: "title: outcomes of men undergoing glanulopexy for managing sst deformity with penile prostheses". Authors: matthew ziegelmann, landon trost. Citation: the journal of urology. 2017; 197(4s). Doi: https://doi.org/10.1016/j.juro.2017.02.768. Glanular hypermobility (gh) or supersonic transporter (sst) deformity is relatively common during penile prosthesis (pp) implantation and negatively impacts pp utilization and longevity. However, management strategies are limited with minimal data available on surgical outcomes. The authors sought to describe outcomes of men undergoing glanulopexy for management of gh/sst. From 2014-2015, a total of 15 patients underwent glanulopexy for gh/sst. Ten patients were performed at the time of pp while 5 patients were placed as a separate procedure. A glanulopexy was performed in men with gh/sst identified at the time of or following pp placement. A stitch is passed into the glans and secured to the corporal tunica. Vicryl suture (ethicon) was used in 5 patients and ethibond suture (ethicon) in 10 patients. In the vicryl suture group, reported complication included recurrent deformity (n-3) which required repeat glanulopexy and change to ethibond sutures. Other reported complication included infection (n-3) which required pp implantation removal. It was concluded that glanulopexy with permanent suture successfully corrects severe gh or sst in men with ipp without reduced penile sensation.